Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson the devices 30 psi occlusion values were adjusted from 324 to 300. The 8 psi occlusion values were also adjusted from 354 to 340. A hex file was requested and the 30 psi occlusion failure and 8 psi occlusion failure were successfully resolved by recalibrating the 30psi and 8psi calibration values. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson the devices 30 psi occlusion values were adjusted from 324 to 300. The 8 psi occlusion values were also adjusted from 354 to 340. A hex file was requested and the 30 psi occlusion failure and 8 psi occlusion failure were successfully resolved by recalibrating the 30psi and 8psi calibration values. CAPA:15 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).